Event description:
It was reported that the leads migrated and battery capacity of the implantable pulse generator (ipg) was exhausted. The patient underwent a spinal cord stimulation (scs) procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).